Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was provided in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be specified of the suggested event since the suggested event was not reproduced and abnormalities were not confirmed including damage by like hitting, inside water invasion. However, it is possible that as the stain and moisture adhered to the electric contact of the video connector, the continuity failure occurred, leading to temporal abnormality in communication with the video system center. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual on ltf-s190-5 "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the defect was found during inspection for use.

Manufacturer narrative:
E-1 establishment full name: (B)(6). The device was returned to olympus for evaluation and the allegation was not confirmed. Additional findings include the following: adhesive on bending section cover had a chip, due to deformation of bending tube, bending angle in up direction exceeded the standard value, due to damage of forceps elevator sp(surgical product), bending section cannot be fixed firmly, control unit had a scratch, control unit had discoloration, grip had a scratch, up/down angulation lever had a scratch, right/left plate had a scratch, forceps elevator (surgical product) had a scratch, angulation lever had a scratch, switch 1 had a scratch, right/left lever had a scratch, light guide connector had a scratch, light guide cover had a scratch and video connector had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope had a recurrence of error b30 (scope communication error). It is unknown when the issue was found. There were no reports of patient harm associated with the event.